Manufacturer narrative:
Evaluation method. The actual device involved in the incident was evaluated. The device was submitted to an outside lab for analysis. Evaluation results. Analysis indicates breakage was due to fatigue. Evaluation conclusion. Device breakage was due to fatigue.

Event description:
Bone plate broke when pt tried to catch an object with his right hand making an abrupt gesture.